Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal, due to sensor error during early sensor startup period, patient believes that sensor wire was still inside her skin. Patient reports that insertion site looks fine besides a few blood drops seen upon sensor removal, and experiences no additional discomfort.